Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent deployment issue occurred. The target lesion was located in the superficial femoral artery (sfa). The 6.0x100mm 75cm eluvia¿ drug-eluting vascular stent system was inserted through the 6f sheath and advanced over a .035¿¿ guidewire to the target vessel. At this point the stent was slightly pulled back to remove any slack and a final visual check was made prior to deployment of the stent. During deployment of the stent the thumbwheel on the sds was turned as per dfu until the middle shaft radiopaque marker band had passed the proximal radiopaque markers of the stent resulting in full deployment of the stent, however at this point on examination of the imaging it was noted that the proximal end of the stent had not fully expanded. More importantly this did not appear to correlate with the underlying target vessel stenosis, but seemed to be due to the stent mechanically not fully opening. The sds was removed with no resistance noted and following an angioplasty dilation of the stent post deployment with a wanda 5mm x 80mm balloon the stent then fully opened. Physician was clear that the proximal end of the stent not fully opening appeared to be related only to the stent itself and was not related to the diameter of the vessel it was being deployed into. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent deployment issue occurred. The target lesion was located in the superficial femoral artery (sfa). The 6.0x100mm 75cm eluvia¿ drug-eluting vascular stent system was inserted through the 6f sheath and advanced over a .035¿¿ guidewire to the target vessel. At this point the stent was slightly pulled back to remove any slack and a final visual check was made prior to deployment of the stent. During deployment of the stent the thumbwheel on the sds was turned as per dfu until the middle shaft radiopaque marker band had passed the proximal radiopaque markers of the stent resulting in full deployment of the stent, however at this point on examination of the imaging it was noted that the proximal end of the stent had not fully expanded. More importantly this did not appear to correlate with the underlying target vessel stenosis, but seemed to be due to the stent mechanically not fully opening. The sds was removed with no resistance noted and following an angioplasty dilation of the stent post deployment with a wanda 5mm x 80mm balloon the stent then fully opened. Physician was clear that the proximal end of the stent not fully opening appeared to be related only to the stent itself and was not related to the diameter of the vessel it was being deployed into. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.